Event description:
Knees swelling, knees pain, discomfort in area around knees, left and right lower leg pain, could not stand, could not bend knee, right lower leg warm. Information was received in apr-2005 form a patient with a history of osteoarthritis and no prior synvisc use who experienced discomfort in area around knees, pain in area around knees, "puffiness with a squishy feeling", left and right lower leg pain, could nt stand, could not bend knee, and right lower leg being warm. They began a treatment with synvisc in 2005. The patient received a series of synvisc injections to both knees in 2005, week later and 2 weeks prior to the event in 9 weeks later, the patient experienced discomfort and pain in the area around the knees. The pain and discomfort was on the outside extending around and above the knees, it was not at the injection site. In 2005, the patient experienced extreme pain and puffiness with a a squishy feeling. The left leg was more painful. They couldn't stand or bend the knee. The pain in the right knee extended about half way up the thigh and into the lower leg. The lower right leg was painful and warm to the touch. The patient reported "it appeared to be superficial and not a clot." At the time of this report, the patient's outcome was unknown. In apr-2005, the patient went to see the physician because the leg was worse. It was more swollen and still warm to the touch. They could not stand on it and there was fluid around the knee. The physician administered a cortisone injection. No further details were provided. The patient had a history of moderate osteoasrthritis (for more than 10 years) with joint narrowing and osteophytes, x-ray grade ii, prior treatment with nsaids and steroids. No effusion was collected prior to any of the synvisc injections.